Event description:
Alleged event: the skin stapler could not be used as it got stuck and stopped distributing staples. The patient's condition was reported as unk.

Manufacturer narrative:
(B)(4). The device history review for the product visistat 35w 6/box, lot #73j1400366 investigation did not show issues related to the complaint. The device sample has not been returned to the manufacturer for investigation at the time of this report. The manufacturer will continue to monitor and trend related events.

Manufacturer narrative:
(B)(4). One (1) stapler from catalog number 528235 visistat 35w (B)(4) was received with remaining staples; the lot number was not confirmed. Components look well assembled there is no damage, trigger component is pre-activated, one stuck staple in the tip of the cartridge, and staples are slightly misaligned. The staples were loaded, formed and released properly. No quality issues were found during functional testing. Therefore failure mode stuck in stapler as reported was not able to be duplicated. Although from the sample received, the defect as reported was noted, the root cause for this issue is considered unknown since that the trigger component was received pre-activated and it is unknown why there was not a completed cycle of activation. A functional inspection was performed with remaining staples and no quality issues were found the device worked properly. Therefore, corrective action is not required at this time. The manufacturer will continue to monitor and trend related events.